Event description:
A user facility reported that the physician put in the lma and noticed right away that it was not holding inflation during the procedure. The physician said that he continued to use the lma by leaving the syringe on the valve. He explained that when the syringe was taken off the valve, it would leak, so he left the syringe on during the procedure, without problem. It was reported that there was no pt problem or injury. The user facility has been requested to return the lma for investigation.